Manufacturer narrative:
The device has been received, pending analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 60 mm from the terminal pin. Only the proximal segment was returned. Visual inspection noted no anomalies. Resistance testing was performed, and the lead segment was confirmed to be electrically continuous. No further testing was possible as the complete lead was not returned. The undersensing allegation could not be confirmed.

Event description:
It was reported that this patient received a device upgrade, where a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on their right side. An ICD system was abandoned on the left side. It was noted the patient had an ejection fraction of 30% and ischemic cardiomyopathy. The implant procedure was successful, with normal sensing, impedance, and threshold measurements observed. However, two days later the patient died, and the physician believed the death was caused by undersensing of ventricular fibrillation (vf). It was reported that patient was still hospitalized at time of death, and was laying in their hospital bed when vf occurred. The crt-d and associated right ventricular (rv) lead were explanted and were returned for laboratory analysis. Device data was saved and was submitted to technical services for review. Review of device memory data indicated stable lead measurements post-implant on (B)(6 )2020 with an intrinsic r-wave amplitude of 5.0 mv. No device resets or abnormal faults were observed. The most recent manual lead measurements were recorded on (B)(6) 2020 and showed an intrinsic r-wave amplitude of 5.0 mv and other lead measurements were within normal limits. Between (B)(6) 2020 and (B)(6) 2020, the device recorded ten atrial tachycardia response (atr) episodes. On (B)(6) 2020, one ventricular tachycardia episode (vt zone) was stored that demonstrated appropriate sensing of a ventricular rhythm at approximately 170 bpm with r-wave amplitudes of approximately 4 mv. Following two bursts of atp, the stored episode ended as the sensed ventricular rate decreased to just below the rate threshold of 160 bpm. Within the subsequent 15 minutes, six non-sustained ventricular tachycardia/fibrillation episodes were recorded. Although the majority of the non-sustained episodes were overwritten due to normal device operation, available episodes demonstrated intermittent periods of right ventricular undersensing with decreased intrinsic r-wave signals of less than 1.0 mv. There was no evidence of a lead or device integrity issue and it was concluded that the observed undersensing was due to a combination of the programmed nominal automatic gain control (agc) sensing parameter and the size of the intrinsic r-wave amplitudes, which had decreased from 5.0 mv at implant to less than 1.0 mv on the available stored episodes. These non-sustained episodes were not treated by atp or shock therapy as the sensed rate did not remain above the vt zone rate threshold of 160 bpm for the initial duration of 10 seconds.

Manufacturer narrative:
The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this patient received a device upgrade, where a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on their right side. An ICD system was abandoned on the left side. It was noted the patient had an ejection fraction of 30% and ischemic cardiomyopathy. The implant procedure was successful, with normal sensing, impedance, and threshold measurements observed. However, two days later the patient died, and the physician believed the death was caused by undersensing of ventricular fibrillation (vf). It was reported that patient was still hospitalized at time of death, and was laying in their hospital bed when vf occurred. The crt-d and associated right ventricular (rv) lead were explanted and were returned for laboratory analysis. Device data was saved and was submitted to technical services for review.